Manufacturer narrative:
All information provided by manufacturer, no medwatch f was received.

Event description:
Patient presented in clinic for a follow up. Via fluoroscopy, externalized conductors were noted. Slight rise in capture threshold was observed. The lead will be monitored.